Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process. After resetting, the malfunction did not recur, allowing the customer to continue using the pump safely. The customer was advised to call back if the issue recurred.